Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the operator found a leak in the portex general anesthesia circuit during a pre-use check. A procedure was successfully continued with a replacement device. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia circuits. The complaint of during precheck the device was leaking was not confirmed during leak test on circuit. The manufacture will monitor for future trends in data base.

Event description:
Investigation completed on a smiths medical breathing circuits.